Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failed the final arm angle (efaa) test. It was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr), with an mr grade of 4. During preparation, when the grippers were raised for the first time, the gripper lever retracted further than usual. The clip delivery system (cds) was continued to be used and was advanced, but the final arm angle (efaa) failed. The clip was not implanted and was replaced. A total of two clips were implanted, reducing mr to 2. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The results of the return device analysis did not confirm the reported unintended movement as the device functioned as intended. The discrepancy between what was reported vs what was noted during the return device analysis is likely due to user technique/procedural circumstances possibly resulting from the curves/tension on the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar complaint reported from this lot. All available information was investigated and a conclusive cause for the reported unintended movement could not be determined. There is no indication of a product issue with respect to design, manufacturing, or labeling of the device.